Event description:
It was reported that during a shoulder arthroscopy procedure using the perfectpasser connector suturing device along with a smartstitch suturing device handle, the perfectpasser device became jammed in the smartstitch handle and would not release. The surgeon opted to complete the procedure using a competitor's device. There was no significant delay and no pt complications were reported as a result of this event.